Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempt to obtain patient information was unsuccessful as the customer declined providing the information. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. The distal coil was observed to be stretched but was intact. The core wire was broken. The core wire extended past the sensor housing and there was twisting of the wire at the fracture site location. The distal coil was stretched and the remaining portion of core wire was still soldered to the dome. The distal piece of the core wire was measured and there was twisting of the wire at the fracture site location. The entirety of the core wire appeared to be present. The core wire was broken at the distal tip and, as a result, the distal coil was significantly stretched. The probable cause of the observed damage was excessive mechanical strain during the procedure, as evidenced by the twisting of the core wire at the fracture site location. We were unable to conclusively determine through visual and microscopic inspection how the damage to the device occurred. It should be noted that an introducer (inserter) was not received with the device and the distal tip was not separated. The distal coil was stretched but intact. The core wire was broken but the pieces were still attached to the wire. Per the instructions for use (IFU) warns, never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions, the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that during a diagnostic coronary procedure in the rca (right coronary artery) when the angiographic catheter was changed to jr 4f inside the body, it was found that the distal coil was stretched. The manufacturers wire was removed with an inserter from the body. During removal of the wire from the inserter outside the body, the distal tip was separated. Additional information provided that the physician decided to remove the wire with the angiographic catheter remaining in place. While removing the manufacturers wire the physician opted to also remove the inserter as a system to prevent the wire from separating. It was further reported, the manufacturers device was inspected for damage prior to the procedure, no damage was observed during preparation. The device had been inserted into the patient once with no resistance experienced and the device was never stuck. When the device was removed from the patient it was observed the distal coil was stretched; all portions of the wire were accounted for. No medical or surgical intervention was required to remove the devices. A second of the manufacturers wires was used to complete the procedure. The patient was discharged as expected. Vessel location: rca. This event is being reported because the device was removed as a system.